Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
It was reported that the ventilators touchscreen was not responding. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the touchscreen to address the reported issue and the ventilator passed all testing. The touchscreen was returned for analysis. An investigation was performed and the root cause was due to the ul_lr and ur_ll resistance being out of specification, as well as the resistance ratio ul_lr/ ur_ll being out of specification.